Event description:
It was reported that difficulty flushing occurred. The procedure was cancelled. A left atrial appendage (laa) closure procedure was being performed. During preparation, the 31mm watchman flx closure device and delivery system (wds) was proving difficult to flush air out of the device despite 700ml of pressurized saline being used. The physician suspected the issue might have been the connection between the shaft core and the cable of the wds. The physician replaced the wds for another wds. The physician called and spoke to a boston scientific sales representative and decided to not complete the procedure, as the patient had a challenging laa and the second wds would not fit in. The patient condition following the procedure was stable.

Manufacturer narrative:
E1: initial reporter phone number is (B)(6).

Event description:
It was reported that difficulty flushing occurred. The procedure was cancelled. A left atrial appendage (laa) closure procedure was being performed. During preparation, the 31mm watchman flx closure device and delivery system (wds) was proving difficult to flush air out of the device despite 700ml of pressurized saline being used. The physician suspected the issue might have been the connection between the shaft core and the cable of the wds. The physician replaced the wds for another wds. The physician called and spoke to a boston scientific sales representative and decided to not complete the procedure, as the patient had a challenging laa and the second wds would not fit in. The patient condition following the procedure was stable.

Manufacturer narrative:
E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field with all the available information, boston scientific (bsc) concludes: device history record review: a review was completed of the device history records (DHR) for the watchman flx closure device and delivery system, part # m635ws50310 batch # 0035665081. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Device technical analysis: the returned watchman flx closure device and delivery system (wd) was analyzed and the reported event of thrombus and difficulty flushing the device could not confirm the reported event as the device was able to flush, and clinical circumstances could not be replicated. There was no damage or defect found. Device analysis consisted of visual inspection of the device which found no damage or defect. Microscopic examination revealed no damage or defect. Functional testing was completed by attaching a syringe filled with water, and positive/negative pressure was applied with the valve open and closed. The device was able to be flushed properly. The device was able to backflush, and air was able to be purged from the device. The silicone valve was removed and inspected with no damage or defect found. Three photos and a video were provided to boston scientific, and media inspection depict the device with no damage or defect and cannot be used to confirm the reported event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Risk review: a risk review was completed and confirmed that the events of flushing difficulty (procedure cancelled) were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: bsc has assigned an investigation conclusion code of device problem excluded.